Manufacturer narrative:
A2: date of birth: the patient's year of birth is 1964. E1: initial reporter address - (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for peritonitis. The patient was treated with vancomycin (unknown route) for peritonitis bacterial, at an unspecified dose and frequency. At the time of the report, peritonitis was resolved. It was not reported if the patient was retrained on the proper aseptic technique. Action taken with pd therapy was unknown. The reporter declined to provide additional information.